Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional/corrected information: b5. Additional information provided by the customer provides clarification regarding the event details. The device did not separate. A bend was observed prior to patient contact. There is no evidence to suggest that this device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury was alleged, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.

Event description:
Additional information and clarification received on 24nov2020. The device did not separate. A bend in the device was observed prior to contact with the patient.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As originally reported, during an angiogram, an unknown component of the micropuncture transitionless stiffened cannula access set almost broke off at the proximal end and was barely attached. The device was removed via groin access. A complaint form later provided by the customer describes a bend in an unused micropuncture sheath at the hub. Per the complaint form, the bend was found upon opening and flushing the device, which was not used. A new device was opened to complete the procedure. Additional attempts to clarify the event details with the customer have been unsuccessful at the time of this report. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.